Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a right side deflation. Manufacturer of the device is unknown. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, delamination and wear abrasion. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve.

Event description:
Health professional reported a right side deflation. The device has been explanted.